Manufacturer narrative:
Due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During analysis, the delivery wire was found to be kinked at one location and was fractured at the proximal end of the introducer sheath. Functional testing could not be performed due to the condition of the returned device. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening, the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained during the clinical procedure. It was stated during good faith effort indicated that the introducer sheath was removed once the coil was fully inserted into the microcatheter. However, the coil was returned for analysis inside an introducer sheath. This complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use. Therefore, an assignable cause of procedural factors will be assigned to the reported event 'coil in catheter friction'. An assignable cause of handling damage will be assigned to the assignable codes 'coil delivery wire kinked/bent' and 'coil delivery wire broken/fractured during use' as it is most likely that this damage to the delivery wire occurred due to handling of the device during use.

Event description:
It was reported that during one ba aneurysm case, when using the subject coil to finish, the coil (subject device) could not be pushed at distal of microcatheter even after several tries. The operator replaced the subject coil with another brand and continued the procedure successfully without clinical consequences to the patient. Analysis of the returned device found the coil delivery wire broken/fractured. There were no clinical consequences to the patient reported as a result of this event.